Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurred.